Event description:
It was reported that pump displayed repeated cgm error message associated with g7 sensor despite attempts to reset pump. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support guidance to perform pump reset, then arranged to use multiple daily injections as backup therapy while replacement pump was shipped, was instructed to place faulty pump in storage mode and return it with pre-paid label, and was advised to re-enter pump settings and reconnect cgm once replacement pump was received.